Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: routine inspection of instruments. Opened 4 different sets of trays to inspect items. Multiple items with scratches and wear and tear requiring replacement. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the pin trl lnr neut has signs of deep scratches at the surface and at the screw head. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces, like usage of forceps, tweezers, sharp tools, etc. While trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. Additionally the device presents signs of heavily stripped at the screw head, most likely cause due to over torquing. The overall complaint was confirmed as the observed condition of the pin trl lnr neut would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history (lot): a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (sz0908) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Routine inspection of instruments. Opened 4 different sets of trays to inspect items. Multiple items with scratches and wear and tear requiring replacement. There was no patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.